Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, in the patients right eye (od), on (B)(6) 2022. The patient complained of double images. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens diopter is -14.50/+2.5/109 (sphere/cylinder/axis). The metrics like iop and vault were good, and va is improving. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).